Manufacturer narrative:
A hospital technician replaced the maj-1817 xenon lamp and the evis exera iii xenon light source started working again. In addition, the lamp was broken and had 400 hours. The device has been received however; the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera iii xenon light source xenon lamp signal light is on. The xenon lamp was exchanged and all procedures were completed as planned. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured in april 2020. Based on the results of the investigation, it is likely that this phenomenon occurred due to an accidental failure of the device. It was confirmed that the appearance of the device was not abnormal. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.